Event description:
The complaints team was forwarded a st-segment elevation myocardial infarction - door-to-unload study for a patient with an impella cp implant. The study found that there was a possible relationship to the patient's hematuria and the impella cp device. The patient's hematuria resolved several hours after the procedure. Additionally, the patient had a hematoma with bleeding at the access site. The perclose suture were tightened, manual pressure was held and a femstop was applied. The procedural outcome was the patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The investigation for the hemolysis and access site bleed has been completed. Clinical details stated it was found that there was a probable relationship between the patient hematoma and the impella procedure. Forward suturing and angle matching resolved the bleeding. The patient's hematuria resolved several hours after the procedure. The patient had a hematoma with bleeding at the access site. The patient had hemolysis-red urine and a fluid bonus was given. Condition improved after a few hours. No product was returned. The data logs showed continuous suction alarms and a downward placement signal trend. There were also positioning issues - impella position unknown and impella position in aorta alarms. The root cause of the access site bleeding - major was most likely a use-related issue. The root cause of the hemolysis was most likely patient condition related.